Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented for device upgrade procedure. Physician decided to add a new his bundle pacing lead. Chronic atrial and ventricular leads were tested before the procedure. Upon connecting the leads to the new crtd device, pacing was inhibited. It was discovered that touching the device and manipulating the leads inhibited pacing. Noise was also noted on the leads through the device causing inhabitation. All three leads exhibited stable parameters when they were disconnected from the device and tested trough psa. Physician also noticed that the set screw of left ventricular lead seemed loose. The device was not used and replaced. No noise or inhibition was observed with the new device. The patient was stable through and after the procedure.